Event description:
It was reported on the vns therapy (B)(6) site that while going in to have the sutures removed following vns implant the patient suffered the most severe seizure and fell and broke her nose. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient reported that she is back to having seizures once a week. No additional relevant information has been received to date.

Manufacturer narrative:
This information was inadvertently left off of previous MFR. Reports:suspect device UDI: (B)(4).